Manufacturer narrative:
Product complaint # (B)(4). Batch # p56c8p. Device evaluation summary: the analysis results showed that the tl90 device arrived with no apparent damage and with a trh90 partially loaded on the device. The reload was returned fully loaded with staples and damage was noted at the distal end. In addition, two reloads (tr90, tlh90) were received. The reloads (b, c) were received fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that the reload will only fit and operate properly in the linear stapler for which it has been designed that is the tl90 device will only work with a tr90 reload and a tlh90 device will work with the trh90 reload. For more information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the reload would not fit. The stapler wouldn't fire. Case completed with another device of the same product code. There were no patient consequences reported.